Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: aug 6, 2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. It was returned in its original packaging with label stickers, identification and notification cards were received. Upon evaluation of the device all the components were correctly engaged, and plunger was in a partially advanced position. No assembly error and/or defect related to manufacturing process were identified. Lubricating material residues were observed in the cartridge and storage zone of the lens. The lens was got stuck at the cartridge tip and it looks in a folding position. The reported issue was not verified, however, due to the condition of the sample returned it is not possible to determine if it¿s related to handling or to the manufacturing process. Product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Implant date: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lead haptic of the preloaded intraocular lens (iol) did not unfold correctly when inserted into patient's left eye. The lens was removed and replaced with another lens of same model and diopter (22.0 d) during the same procedure. There was no patient injury and no medical/ surgical interventions were required. No further information was available.